Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced injuries (specifics unknown). The physician's office was contacted; according to the nurse, the patient came back to the office several times, but none of the complications she presented with corresponded with the mesh device. No further information is available. Should additional relevant details become available, a supplemental report will be submitted.